Event description:
Devices were implanted in 2004 and devices fractured in 2004. The rest is unk at this time due to not having the device to evaluate or any of the other particulars to the incident. When these come available, the FDA will be notified.